Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A shell, head and taper were returned and evaluation. The visual inspection identified black debris inside the taper. Scratches and scuffings were identified on the outer radius of the head and taper adaptor. Scratches were identified on the inside diameter of the cup. The rim of the shell was damaged, likely during an attempt to remove the shell. Product evaluation does not change the root cause of the previous investigation. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Product was received for evaluation.

Manufacturer narrative:
(B)(4). Concomitant products: m2a-magnum mod hd sz 44mm/ pn 157444/ ln 517640, m2a-magnum 42-50 tpr insrt std/ pn 139256/ ln 536800, taperloc por fmrl 5.0x130/ pn 103200/ ln 191170. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03663.

Event description:
It was reported that patient underwent a right hip revision approximately nine years post implantation due to allegations of pain and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Event description:
Medical records noted radiographic loosening with protrusion of the cup, elevated metal sermions, yellowish appearing fluid in the hip joint. Pseudotumor change of the surrounding tissues, cloudy fluid, consistent with metallosis. There was a contained superior acetabular cyst and a noncontained cyst anteriorly and posterior inferiorly. There were multiple cysts in the acetabulum including the largest being superior laterally. There was anterior wall cysts heading towards the pubis and a nickel sized area of the medial wall loss.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.